Manufacturer narrative:
(B)(4). Phsyio-control evaluated the device and verified that the device did not have any audio. The reported failure of the device not providing a shock could not be verified or reproduced. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device would not administer a shock to a patient in ventricular tachycardia. No sounds were heard when the device was powered on. The user tried to switch the device to manual mode and had to push the button four times before the device went into manual mode. The device's display showed that the patient was in ventricular tachycardia. The user charged defibrillation energy (no charge sound was heard). The screen device then prompted to shock and the shock button flashed. When the shock button was pushed, no shock was delivered. After charging defibrillation energy again, the user had to push the shock button approximately eight times before a shock was delivered. This shock resulted in return of spontaneous circulation. Due to the reported device issue, there was a delay of approximately three minutes before the first shock was delivered to the patient. There was no adverse patient outcome.

Manufacturer narrative:
Correction information: (date of event) of the initial medwatch report indicates: (B)(6) 2016. (Date of event) of the initial medwatch report should indicate: (B)(6) 2016. Follow-up information: physio-control evaluated the device but could not verify the reported issue anymore. The device's upper case had an impact point at the speaker. It was observed that the control panel shock switch had resistive pad contacts that caused high resistance. Because the resistance started out very high when measured, it is most likely that the shock switch did not function for the customer during use on the patient. The resistance dropped to a normal level when the shock switch was pressed hard. No further discrepancies could be observed.  The speaker assembly did function correctly during testing. No device failures could be observed during testing. A conclusive cause of the reported issue could not be determined.